Event description:
It was reported that the device was in use with patient for infusion for treatment of pulmonary hypertension (drug name not provided). The reporter stated the device battery became depleted and the device lost programming. The patient switched to their back up pump to resume infusion. No adverse effects to patient reported.

Manufacturer narrative:
Evaluation results: one cadd ms3 pump was returned for investigation. The customer's reported product problem was verified.  The device would not hold the program. The pwa board was not functioning properly and was replaced.